Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms, which triggered a lead safety switch (lss). The lss resulted in the rv lead being automatically switched by the pacemaker device from the bipolar to the unipolar pace and sense configuration. The threshold in the bipolar configuration was also high at 5 volts at 0.4 milliseconds. The unipolar configuration impedance was within normal specification limits at 395 ohms with a normal threshold of 1.3 volts at 0.4 milliseconds. The patient was noted to be in the clinic. Boston scientific technical services (ts) indicated it sounds like a rv lead issue. The boston scientific representative indicated they will program the rv lead to a unipolar pacing and bipolar sensing configuration. The patient was noted to only receive rv pacing therapy one percent of the time. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently surgically abandoned and replaced. There were no adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms, which triggered a lead safety switch (lss). The lss resulted in the rv lead being automatically switched by the pacemaker device from the bipolar to the unipolar pace and sense configuration. The threshold in the bipolar configuration was also high at 5 volts at 0.4 milliseconds. The unipolar configuration impedance was within normal specification limits at 395 ohms with a normal threshold of 1.3 volts at 0.4 milliseconds. The patient was noted to be in the clinic. Boston scientific technical services (ts) indicated it sounds like a rv lead issue. The boston scientific representative indicated they will program the rv lead to a unipolar pacing and bipolar sensing configuration. The patient was noted to only receive rv pacing therapy one percent of the time. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.